Event description:
In 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm. A gore excluder aaa endoprosthesis trunk ipsilateral leg component was deployed. As the physician inserted the contralateral leg component, the device catheter pushed the trunk device proximal, covering a large accessory renal artery. A type I endoleak was observed. The contralateral leg component was removed, and a balloon was inserted, and inflated in an unsuccessful attempt to move the device down. Because of prolonged anesthesia, the physician implanted the remaining devices, and repaired the type I endoleak the next day with a cook aortic cuff.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices involved in this event: